Event description:
Pt reports allergic reaction to pds ii suture following hysterectomy in 2000. Pt experienced itching of hands and feet and returned after experiencing vaginal bleed in 2002, for removal of suture. Pt was prescribed steroids and benadryl.